Manufacturer narrative:
Device history records review was conducted. The report indicates that the: part: 315.400 /lot: 9088398, manufacturing location: (B)(4), manufacturing date: 05 august 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. He subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was requested for the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the tip of the drill bit broke during an initial proximal femur nail anti-rotation (pfna) procedure on (B)(6) 2016. When the surgeon was drilling the distal hole in pfna, he stopped drilling and tried to remove the power tool from the drill bit, while leaving the drill bit in place in the bone, to see if the drill bit went through the nail hole. The senior surgeon advised the surgeon instead to continue drilling through both sides of the bone cortex, then consult an x-ray to save steps and time. The operating surgeon continued to drill then removed the drill bit when both sides of the cortex had been drilled. When backing out the drill, it was discovered that the tip of the drill bit had broken. X-ray showed the drill hole was very near the proximal edge of the nail hole and a piece of metal was viewed near the hole. Additional ap x-rays revealed the tip of the drill was retained in the distal femur, medial to the nail. The surgeon tried to remove the drill bit tip fragment with forceps but was unable to reach it. The operating surgeon and the senior surgeon agreed to leave the fragment in situ as further attempts at removal would require enlarging the hole in the medial femur, thus causing more patient harm. The surgeon reported that the drill bit broke because it hit the nail during drilling. There was no reported surgical delay. The patient's postoperative condition immediately after the event was reportedly stable. This report is 1 of 1 for (B)(4).